Event description:
Dealer states that the left back bracket is broken. The consumer had it wrapped with duct tape. Not sure if failed while it was in use. Chair use since (B)(6) 2011. Private home and used indoors .